Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having bent cannula issue due to which the patient experienced vomiting, diabetic ketoacidosis and persistent high blood glucose level, which could not be read as it was too high. Subsequently, the patient was taken to the emergency room and was then hospitalized where the patient received intravenous drip. The patient did not know when the cannula bent. The infusion had been in use for three days. The site location was patient's abdomen and the patient had issues with scar tissue/hardened tissue/stretch marks. The patient stayed in the hospital for seven days. At the time of this report, patient's blood glucose level was at 170 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.